Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore the reported condition could not be confirmed and the root cause could not be identified. A batch review cannot be performed since there was no lot number provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor elastomer ruptured. The rupture happened during use, approximately 12 hours after start of infusion. The infusor was filled with 44.96 mg/ml of fluorouracil. The diluent used was 0.9% saline solution. The final solution volume to which the infusor was filled was 95 ml. It was also informed that 50 ml of solution inside the bladder leaked to the infusor chamber after the bladder rupture. There was patient involvement but no injury or medical intervention was reported. Additional information was requested and is not available.